Event description:
Sutures we broken no patient harm occurred another perclose was opened and used to complete the case. Vendor notified. Manufacturer response for vascular closure device, perclose prostyle (per site reporter).